Event description:
Pt underwent trach procedure; vent alarmed; rrt observed exhale vt less than 0.01cc. Code called. Developed subcutaneous air; trach tube removed; pt orally intubated; pt noted to be pulseless; CPR initiated.